Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see the associated reports for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot); MFR report: 010000589 (66535828) associated product information: sahs1110 (66727504), sahtnem6 (66870073), 110031424 (66704103). H6: proposed annex g code; mechanical (g04) ¿ head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a clinical study that the patient developed anterior shoulder pain and spasms approximately 1.5 years post-implantation following a right reverse total shoulder arthroplasty. The patient had initially done well postoperatively before presenting with symptoms. The patient did not receive treatment, and no intervention was planned at the time of report. Attempts have been made and no further information has been provided.